Event description:
Follow up information reported that there cause of the high impedances on the patient¿s implantable neurostimulator (ins) was not determined and it was noted that the patient was receiving effective therapy with unilateral stimulation. X-rays were planned but had not been performed. Further information received 2 weeks later reported that no interventions or x-rays had been performed since per physician, the patient had good symptom improvement unilaterally (affected side was turned off). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that at the patient¿s follow up all impedances were within normal limits.

Event description:
It was reported that during reprogramming low impedance of 33 ohms between electrode 8 and 10 of the right lead was measured. It was noted that pressure was applied to the lead extension connection and the measurement was repeated. It was further noted that there was a "spasm" just below the ear. It was noted the patient denied the spasm was present at any other time since the implant. It was further noted that programming at electrode 9 was "uncomfortable" at low amplitudes and therefore the right side stimulation remained off.

Event description:
Additional information received reported the healthcare provider (hcp) wanted to explore the right side lead/extension connection. Then, the patient had a repair of the lead/extension connection that had a short in it, the day of the report. The short happened right after it was originally implanted. It went on for a while and then resolved itself. It was noted that lead was not used, and that is why it was ¿resolved.¿ it was reported that they didn¿t use the lead, but other related information suggests, and showed, that this was referring to the fact that they didn¿t program the electrode pair. It was noted that the impedance checks would cause a muscle spasm in the patient¿s neck in the past. The patient could not tolerate an impedance check, and all impedances looked fine. The location of the problem was down the patient¿s neck. At the time of the revision, they could see that the boot was not covering the lead/extension connection. It was unknown what all was done in the surgery the day of the report. Additional information regarding patient outcome has been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent. Information was previously reported in manufacturers report number 3004209178-2014-11292, any additional information received will be reported under this manufacturers report number.

Manufacturer narrative:
Concomitant medical products: product ID 3391s-40, lot# v597842, implanted: (B)(6) 2013: product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013: product type extension; product ID 3391s-40, lot# v597842, implanted: (B)(6) 2013: product type lead; product ID 37642, serial# (B)(4), implanted: (B)(6) 2013: product type programmer. (B)(4).